Event description:
Complainant alleged that the staff was attempting to monitor a male pt in his eighties who had coded. When they first powered up the device, the screen displayed the pt's heart rhythm. The screen then went blank. After a couple of seconds the screen came back on, but displaying lines. It then went blank again. The complainant indicated that the clinicians were able to obtain another device to monitor the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.